Event description:
It was reported that during a thoracotomy procedure, the firing mechanism did not work and the device was jammed. The device was being used on vessels with a white reload. It was unknown how the procedure was completed. It was noted that the vessel tore when trying to fire the device. It was unknown how the vessel was repaired, but it was reported the patient is doing fine at this time.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.